Event description:
In june 2005, the health care professional reported that the patient was not performing as well as expected with the device. Programming changes did not resolve the problem. Tests of the device were consistent with normal device function. In september 2005, the health care provider reported that the patient would be explanted and reimplanted on october 5, 2005.